Manufacturer narrative:
Approximate age of device: 7 months. Manufacturer¿s analysis conclusion: the pump remains implanted with the patient ongoing on lvad support with no further related events reported. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system (lvas). A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (b)(6 2017. It was reported on (B)(6) 2018 that the patient presented with major upper gastrointestinal bleeding on (B)(6) 2018. The patient received blood transfusion, was treated with argon plasma coagulation and a clip was placed to stop the bleeding. The bleeding reportedly resolved on (B)(6) 2018 and the patient was recovering. The device was operating as expected at the time of the event. No further information was provided.

Manufacturer narrative:
A correlation between heartmate and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the pump and no further information was provided. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.